Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, rule 1527 is misfiring on all staphylococcus species. No patient impact reported.

Manufacturer narrative:
This statement is to summarize the investigation of a complaint involving epicenter. It was reported that a rule misfiring. No other issues were reported. Bd investigated the issue. Bd contacted the customer. This was a misunderstanding by the customer. The customer expected a rule to fire when it was not correctly configured. The application specialist worked with the customer and found out that rule 1527 was working as expected when reviewing past results. Epicenter was working as designed. This is an unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of august. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd epicenter¿ data management system, rule 1527 is misfiring on all staphylococcus species. No patient impact reported.